Manufacturer narrative:
(B)(4).

Event description:
Left-side urethral perforation during a bilateral proact revision procedure. The left-side device was not placed. The patient's right-side proact was placed successfully. The patient was catheterized and sent home with the catheter in place. The physician plans to implant the patient's left-side with proact once the perforation has healed.